Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of an "ec105" alarm was identified in the event history log. There was no pt injury or medical intervention required since the item was found during evaluation of the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "ec105" alarm was confirmed through the event history log review. The cause was undetermined. If any additional information is received, a follow up will be sent. The spectrum motor sub-assembly and m2x5mm nylon cheesehead screw were replaced.